Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the needle would not load completely into the head of the capio device, so the needle was unable to be grasped and deployed by the capio carrier. After six failed attempts to deploy the needle, it was noted that the gap between the grooves in the capio head was enlarged. The physician made several additional attempts to deploy the needle inside the pt with no success. At one point, the suture broke outside of the pt, and the needle was caught inside the capio cage. The procedure was then completed with another pinnacle kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).